Event description:
This is a duplicate MDR for MFR# (B)(4). As this is a duplicate MDR for parent complaint MFR# (B)(4) please consider this MDR null and void.

Manufacturer narrative:
The corrections are as follows: this is a duplicate MDR for MFR# (B)(4). As this is a duplicate MDR for parent complaint MFR# (B)(4) please consider this MDR null and void.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set vented ard ap had a cut extension tube.